Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection of the skull clamp (sn: (B)(6)) shows the skull clamp has a sticking swivel lock assembly, and upon opening the mechanism, it shows dirt and limescale inside. To resolve the issues found, the lock was cleaned, greased and adjusted. The unit has been subjected to a successful functional check to meet the manufacturer's specifications. This repair is performed as a goodwill gesture and will not be charged to the customer; no spare parts are required, as the unit was serviced in april 2025. Root cause - the complaint is confirmed via inspection of the unit. The unit needed to be cleaned, greased, and adjusted. The probable root cause is routine wear and improper cleaning. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This pr is opened for patient 1. Refer to mfg report #3004608878-2025-00147 for report on patient#2. A facility reported that they experienced difficulty to close and lock the mayfield modified skull clamp (a1059) on 2 patients: there were difficulties positioning and tightening the device, and the patient suffered scalp injuries and needle holes. The surgeon had to reposition the device several times. The procedure took less than 30 minutes. There was no treatment for the injuries, and no further examination.